Manufacturer narrative:
To resolve the problem, the user facility replaced the lamp. As the device was not returned to olympus for evaluation, a definitive root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that after powering on the device, the main lamp did not light. The lamp was replaced to resolve the issue and the intended procedure completed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a faulty lamp is likely the cause of the phenomenon. A definitive cause of the faulty lamp could not be identified. Olympus will continue to monitor field performance for this device.